Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. No issues were identified that would have impacted this event. The product was not returned for evaluation, and device logs were not synced; therefore, an investigation could not be performed. The cause of the user's hypoglycemia could not be determined. Should additional information become available, a supplemental report will be submitted.

Event description:
On 10-may-2025, a caregiver reported that on the same day the user experienced low blood glucose (bg) of 40 mg/dl during lunch. The ilet alerted for a low bg, and the caregiver noted that the user appeared confused and was sweating. The caregiver administered orange juice and fruit to treat the low bg. The cgm later showed a bg of 65 mg/dl with an upward trend. The event was managed on-site without medical intervention. The user remained on the ilet and planned to continue monitoring their bg closely.